Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016." Correction - the g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver was stuck on the initialization screen. The complaint device was returned for evaluation. The device was visually inspected and no defect was found.the receiver would not boot up and continuously re-initialized. The reported event that the receiver was stuck on the initialization screen was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/02/2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.